Manufacturer narrative:
The superior dynamic jaw is broken at the jaw pivot pin diameter. The location, direction of fracture and amount of force required in order induce fracture is consistent with application of excessive force. The above observations are consistent with overload. The above observations are consistent with overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an unspecified spinal surgery. During surgery, front end of pituitary can't bite at adhesion. Reportedly, the tip of micro pituitary can¿t engage closely making it difficult to remove tissue. The superior dynamic jaw was found broken at the jaw pivot pin diameter. The product came in contact of the patient. No patient complications were reported.